Manufacturer narrative:
The customer¿s report of backflow was not confirmed, and testing of the returned part from the supplier indicated a passed result. Disassembly of the check valve resulted in normal findings. No particulates were noted on the diaphragm membrane. The root cause of this report was not identified. A particulate can cause a valve to remain open, which would allow backflow to occur. It is possible that during transport a particulate could have been dislodged.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that a gancyclovir piggyback infusion backflowed into the primary IV fluid bag (d5w+1/2ns+kcl 20meq). Upon starting the gancyclovir, the nurse noted the backflow, stopped the infusion, and then removed the primary and secondary IV lines and bags. The customer reported no patient harm.